Event description:
It was reported that during ventilation in niv (non-invasive ventilation) mode, the ventilator did not deliver flow and alarmed for patient circuit disconnected. The patient desaturated to unknown level. Final patient outcome was no injury. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. Complete ventilator logs were not provided, only partial logs in txt-format. Chosen ventilation mode was non invasive ventilation niv nava where the ventilation is controlled by the patient via the edi, the electrical activity of the diaphragm, and delivers assist in proportion to and synchronized with patient breathing efforts. The nava level was however by the user set to 0.0 in order to have an apnea alarm time of less than 5 seconds. Niv disconnection functionality was enabled. The provided log contains alarms for apnea and patient circuit disconnected. The apnea alarm is generated when the time between two consecutive inspiratory efforts exceeds the set alarm limit. The patient circuit disconnected alarm is generated due to an excessive leakage. The alarms are most likely due to erroneous edi triggering attempts due to the nava level setting, which affects the leakage calculations giving the apnea and patient circuit disconnected alarms. With the settings made by the user and excessive leakage, the ventilator will not reach the expected pressure variations on the inspiratory and expiratory side during a breath, which will then trigger the alarms. The ventilator can be configured by the user to disable the niv disconnection functionality. The ventilator will then continue to deliver assist even when leakage is excessive. Niv nava ventilation always provides backup pressure controlled ventilation in case of apnea and is leakage compensated. There are no technical error codes in the logs that indicates that there was any ventilator malfunction. In conclusion, there are no indications of ventilator malfunction. However, the alarm generation indicates that the ventilation may have been insufficient due to ventilator settings chosen by the operator. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).